Event description:
Litigation papers allege: bilateral patient was implanted with a depuy pinnacle mom hip implant on his right side on or about (B)(6) 2008. (Left side was reported in a separate complaint.) Patient began to experience severe pain and discomfort in his right hip, which worsened and became debilitating. On or about (B)(6) 2009, patient was revised, and had a new pinnacle mom hip implant put in place of the old one. During that surgery, it was found that the right hip failed due to failure of ingrowth and loosening of components.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for all of the reported products found no manufacturing deviations or related anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.